Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR is related to the retrospective review of complaints from companion medical inc, following medtronic¿s acquisition of the company in september 2020.

Event description:
Customer reported via phone call that the inpen would not dial up past a certain point depending on how far the plunger is extended. Customer also had past issue with the plunger slipping when giving a dose. The dose amount was usually off by 1-2 units in the app. No harm requiring medical intervention was reported. The device is not expected to return for analysis.